Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece was returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. A review of the site¿s system logs were unremarkable. A review of an image provided by the customer revealed what appears to be a broken pin from the distal end. However, it is difficult to identify whether this is a distal or proximal clevis pin from the picture provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy and salpingo-oophorectomy procedure, the tip of a force bipolar instrument broke, causing a fragment to fall inside the patient. Preoperative inspection of the instrument revealed no abnormalities. The break occurred while the instrument was grasping tissue, without any observed collision with other instruments. The fragment was promptly and successfully retrieved during the same procedure using another laparoscopic instrument. No patient harm was reported, and a postoperative chest x-ray confirmed that no fragments remained inside the patient. The procedure was delayed by less than 15 minutes and was completed robotically. The cause of the instrument breakage is unknown.